Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had unknown failure. The customer stated the device failure caused the death of a patient. Additional information has been requested.